Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported post implant a (B)(4) adjustable gastric band procedure, a loop pf the connecting tube protruded out of the skin at the injection port site, but still attached to the injection port. In addition, there was an port infection of the subcutaneous tissue. A culture was obtained but results unknown. An incision was made at the site and drained. The surgeon shortened the connecting tube and changed the injection port, and the patient is in good condition now.